Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, a part of the terminal came off and fell. It was further reported that the piece was retrieved.

Event description:
It was reported that during a procedure, a part of the terminal came off and fell. It was further reported that the piece was retrieved.

Manufacturer narrative:
Upon visual inspection of the returned unit, the reported tip breakage was confirmed. The metal electrode and part of the ceramic tip broke off from the probe¿s distal end. The probe was returned for evaluation, although the metal electrode and the broken ceramic piece were not returned. There were visible scratch marks in the probe¿s lumen and the probe¿s heat-shrink (black insulation) presented some damage. The unit was connected to an energy console. P2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activation of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record and non conformance report historical data of the reported part and lot number were reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.